Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abnormal arrhythmias. The right atrial (ra) and right ventricular (rv) leads exhibited intermittent pacing. The implantable pulse generator (ipg) exhibited possible "pacer failure". The ipg, ra and rv leads remain in use. No further patient complications have been reported as a result of this event.